Event description:
Customer reported the system will not boot up and sounds an audible alarm when plugged in. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the customer's power supply on one side of operating room fluctuates beyond system's capabilities to regulate. Ge representative suggested customer avoid those outlets. System operates as intended.